Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 180 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. The patient¿s system was explanted on (B)(6) 2019 and would not be returned as it was discarded. It was asked but unknown if the pump and catheter were replaced. The hcp titrated the patient down to plan for explant. The wound in the incision was not healing. It was draining, the patient had fever, and elevated white count. This was the reason the patient was titrated down and explant was performed on the date of this report. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked but unknown. No further complications were reported/anticipated or expected.